Manufacturer narrative:
Submit date: 8/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports that luer lock connecting system is not secure. The patient is able to twist it off or the pressure from the pump is disconnecting it. No patient injury or ill effects.

Manufacturer narrative:
The report refers to product code 775759 - mp safety screw spike set with an unknown lot number. A device history record (DHR) review was not performed; no lot number was provided or available. No picture or sample was provided for evaluation, the customer complaint and failure mode were not confirmed. A possible root cause for detachment could be a dimensional gap between the connector and tubing provoking leaking or detachment if the tube or connectors are pulled incorrectly or unintentional excessive force. Corrective actions were opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing; this will help mitigate leaking or possible detachments. This complaint will be used for tracking and trending purposes.